Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for four patients across multiple days. No actual patient data was provided by the customer for this event. This report represents the erroneously elevated accutni result generated for one patient on (B)(6 )2012. The initial erroneous accutni result was not reported outside of the laboratory and hence no death serious injury or modification to patient treatment was associated or attributed to this event. Upon multiple repeat testing using an alternate methodology as well the unicel dxc 600i synchron access clinical system; "negative" results were obtained. The sample was collected in a sodium heparin non-gel tube and was centrifuged at three thousand revolutions per minute for ten minutes prior to testing. The sample was a closed tube and processed through the instrument's closed tube aliquotter. The customer did not report any sample integrity concerns with the samples. The customer reported there were no other reported assay issues. Accutni quality control was recovering within the laboratory¿s established ranges, executed routine system checks generated acceptable results and there were no event log errors. The reagent and calibrator lots associated with this event were 122056 and 116461 respectively

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) noted bubbles in the dispense lines and rebuilt the wash pump. The fse addressed wash pump motion errors, verified alignments, verified the substrate was not contaminated, and ran verifications which were found to be passing following service. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01602, 2122870-2012-01603.